Manufacturer narrative:
(B)(4).the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the interlink component of an interlink catheter extension set disconnected from the extension set. The reporter stated that this occurred when using a lever lock to connect the extension set to a primary set. This occurred during infusion. There was no patient injury or medical intervention associated with this event. No additional information is available.